Manufacturer narrative:
Follow-up #1 date of submission 01/15/2016 device evaluation:the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box data showed evidence of frequent low battery warnings and replace battery alarms. It was observed that the battery voltage following a battery change was low. The current draws measured within specifications. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.